Manufacturer narrative:
Visual inspection on header did not find any anomalies that could cause the complaint in the field. Device was received in normal range of operation. Analysis of device was performed, including noise test and sensitivity test, no anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity. Customer complaint of sensing issue and failure to disconnect were not confirmed.

Event description:
Related manufacturer report number: 2017865-2021-10731. During an in clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. The ra lead was capped and replaced. During the revision procedure, the replacement lead was unable to be inserted into the header of the device. The physician suspected a connection issue between the device and lead may have contributed to the observed noise and oversensing. The device was also explanted and replaced. The patient was in stable condition.